Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and functional inspection was performed, and it was noted that the wire was exposed through the delivery sheath so sheathing/unsheathing could not be performed; moreover, the guidewire and the delivery sheath was detached at proximal section. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the filterwire was difficult to set up. The patient underwent a stent implantation on the internal carotid artery. A 190 cm filterwire ez was selected for treatment. During preparation, there was difficulty pulling the device back into the sheath after it was flushed with liquid but the sheath was damaged. Another of the same device was used to complete the procedure. No complications reported, and patient status was stable. However, device analysis revealed that the guidewire and delivery sheath were detached.